Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that right ventricular - rv lead exhibited loss of capture causing no pacing. The physician attempted to reposition the rv lead but the helix failed to disconnect and retract. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.